Manufacturer narrative:
(B)(4)

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced unrecoverable loss of antenna, past threshold. There was no report of injury or medical intervention. No additional event or patient information is available.